Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and returned battery cap had stripped threads. The returned battery cap was unable to fit securely to maintain an electrical connection. Using a test cap, the pump powered on and was exercised for 12 hours with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 02-jun-2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.